Event description:
It was reported that this artificial urinary sphincter (aus) was explanted due to fluid loss and the device stopped working. A new aus was implanted. There were no patient complications.